Event description:
Ventilator alarmed inoperative. Checked diagnostic and no errors found. Ventilator still inoperative. Checked alarm log. Found the alarms disconnected with severe occlusion. Ventilator would not reset. Ventilator taken out of service.